Event description:
Initial and additional information received from a physician on (B)(6) 2011: a (B)(6) female physician who had been self injecting poly-l-lactic acid [sculptra aesthetic] in the past had another physician inject her with 10.5 cc's of poly-l-lactic acid (lot # and expiration date not provided) in her jaw line, outside of her face and under chin on (B)(6) 2011 for cosmetic indication. The physicians were comparing administration techniques. On (B)(6) 2011, she had thermage treatment done. At the time of the report, she noticed huge, sore lumps under her skin which were about 2 cc including a couple under her chin. She stated her smile was not the same and she looked like a chimpanzee. Treatment measures included arnica massaged in with a vibrator and 0.01 cc (1 drop) of triamcinolone [kenalog] injection. She stated it helped a little but the bumps were still there. Medical history included she has self injected sculptra on many occasions over the past 6-7 years without any problems and she had once received too much botox in a training program. No further relevant information reported. This case corresponds to patient 1 of 4 (same reporter, different patients). Associated case ids are (B)(4).